Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to recurring incontinence and urethra atrophy. It was noted that the cuff was not tight enough. The 4.5cm cuff was removed and replaced with a 4.0cm cuff. No further patient complications were reported.